Manufacturer narrative:
Batch review performed on 30 august 2016. Lot 132314: (B)(4) items manufactured and released on 02 september 2013. Expiration date: 2018-07-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon was unhappy with the cup position a few days post-op. The surgeon revised the cup and liner. The surgery was completed successfully. X-rays are available. Explants are not available

Manufacturer narrative:
On 09 september 2016 the medical affairs director performed a clinical evaluation and commented as follows: few days after primary tha the surgeon felt the cup needed repositioning. There is no information as to a possible cup migration or movement. The supplied x-rays do not allow any evaluation of this case; it is not even known if the one image is the immediate primary postoperative or pre-revision. No reason to think that a malfunctioning device originated the problem.